Manufacturer narrative:
Related MFR documenting gastro-intestinal bleed: # 2916596-2023-01501. Related MFR documenting arrhythmias: # 2916596-2023-01510. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
T was reported that the patient had right heart/right ventricular failure. It was unknown if the device or device therapy was the cause of the right heart/right ventricular failure. As a result of the right heart failure the patient had gastrointestinal bloating, decreased appetite and stage 3 chronic kidney disease. When the patient was put on milrinone they would have bradycardia and off the milrinone the patient would have worsened right heart failure.

Manufacturer narrative:
Manufacture¿s investigation conclusion: a direct correlation between the device and the reported events could not be conclusively established through this evaluation. The patient reportedly did not have a history of right heart failure (rhf) prior to implant, and it is unknown if the device or device therapy contributed to rhf. The rhf was being treated with an inotrope. The patient ultimately expired on (B)(6) 2023 (captured under MFR # 2916596-2023-01428). The device was not explanted and was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists right heart failure and renal dysfunction as adverse events which may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.